Event description:
The facility's tech reported an infusion pump with an 810:11 failure code. The tech stated that there has been no report of any pt incident involving this pump since the last baxter service event. Info was requested by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no additional info was available. Additional contact info was requested but no additional contact was identified.